Event description:
It was reported that suture placement was attempted in the right common femoral artery (rcfa) using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss was found as there was no suture captured when pulling back the needle plunger. A second proglide was placed using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed proglide suture. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.